Event description:
It was reported by the customer that the handpiece was dripping water from the cutter release switch. The dripping water was observed at the beginning of the procedure; the handpiece was exchanged for a back up handpiece they had on hand. The procedure was lengthened by approximately 5 minutes. There was no reports of leaking fluid contacting the patient. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
As of 08/18/2009 the handpiece has not been returned for evaluation. No conclusion can be drawn.